Event description:
Case description: investigation result: name: novopen echo, batch number: kvg1y45-3. Batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The device was returned with the cartridge from this case mounted. Visual examination and functional testing were performed. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem is not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The piston rod was bent, causing problems when attempting to retract the piston rod into the pen body. The problem was caused by accidental damage during use of the device. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Confirmed: during examination of the product, no irregularities related to the complaint were detected. Name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission case has been updated with following investigation result updated. Device tab, EU/ca tab and device addendum tab updated. Narrative updated accordingly. Final manufacturer's comment : novopen echo, batch number : unknown. (B)(6) 2021: the suspected device (novopen echo, batch no. Unknown) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo.

Event description:
Case description: this serious spontaneous regulatory authority case received via health products regulatory authority (hpra), from ireland was reported by a pharmacist as "failed to inject - would not release the insulin(failure of delivery by device)" with an unspecified onset date, "when pressing down it is like the pen has jammed.(device occlusion)" with an unspecified onset date, and concerned a patient(age, gender were not reported) who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", , novopen echo (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) (dose, frequency & route used- unk, unknown) from unknown start date for "drug use for unknown indication". Batch numbers: novopen echo: kvg1y45-3. Novopen echo: unknown. Novorapid penfill: ks6cn15. Action taken to novorapid penfill was not reported. Action taken to novopen echo was not reported. Action taken to novopen echo was not reported. Investigation result: novopen echo - batch kvg1y45-3. The device was returned with the cartridge from this case mounted. Visual examination and functional testing were performed. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. Moreover, it was found that the piston rod was bent, causing problems when attempting to retract the piston rod into the pen body. The observed problems were not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.during examination of the product, no irregularities related to the complaint were detected. Novorapid penfill 3 ml - batch ks6cn15 a visual examination of the returned product was performed. The returned cartridge was tested for delivery with a novopen echo and a novofine needle. During testing it was possible to deliver preparation and the product was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Since last submission case has been updated with following: - investigation result updated. -device tab, EU/ca tab and device addendum tab updated. -suspect novorapid penfill added. - further investigation in followup information added. -current location of device updated. -device returned for manufacture date added. -narrative updated accordingly. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: health products regulatory authority (hpra). Reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 15-dec-2021: novopen echo was received with a cartridge and a foreign needle attached. Upon investigation, piston rod was found to be bent and foreign dry matter seen on piston rod. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the product, no irregularities related to the complaint were detected. The problem is caused by accidental damage during use of the device.

Event description:
Case description: on 8-feb-2022, an amendment was performed. Since last submission, the following information has been amended, initially the case was reportable case and now changed to non-reportable as per suggestion of safety survivelance advisor as there was no clinical event was associated with device malfunction or deterioration in the characteristics or performance which caused or could cause a serious adverse event. Hence the amr filed for correction of the reportability. Final manufacturer's comment: 15-dec-2021: novopen echo (batch number : kvg1y45-3) was received with a cartridge and a foreign needle attached. Upon investigation, piston rod was found to be bent and foreign dry matter seen on piston rod. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the product, no irregularities related to the complaint were detected. The problem is caused by accidental damage during use of the device. There is no clinical event reported, hence case has been assessed as non-reportable. Final manufacturer's comment : novopen echo, batch number : unknown. 28-dec-2021: the suspected device (novopen echo, batch no. Unknown) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. There is no clinical event reported, hence case has been assessed as non-reportable.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Failed to inject - would not release the insulin [device delivery system issue]. When pressing down it is like the pen has jammed. [Device occlusion]. Case description: this serious spontaneous regulatory authority case received via (B)(6), from (B)(6) was reported by a pharmacist as "failed to inject - would not release the insulin(failure of delivery by device)" with an unspecified onset date, "when pressing down it is like the pen has jammed.(device occlusion)" with an unspecified onset date, and concerned a patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", , novopen echo (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index was not reported. Dosage regimens: novopen echo:kvg1y45-3 and novopen echo: unknown. Medical history was not provided. It was reported that the mother of a patient had said that two pens had failed over the last number of weeks/ months (timeframe unknown). It was reported that it would not release the insulin, when pressing down; it was like the pen had jammed. It was not administering even when the pharmacist tried. No ae reported batch numbers: novopen echo: kvg1y45-3 and novopen echo: unknown. Action taken with novopen echo not reported. The outcome for the event "failed to inject - would not release the insulin(failure of delivery by device)" was unknown. The outcome for the event "when pressing down it is like the pen has jammed.(device occlusion)" was unknown.